Event description:
Bard 8fr groshong port implanted for chemotherapy and lab draws. Port would not aspirate any blood return despite confirmation of catheter tip placement in svc. Port was explanted and returned to MFR for evaluation. Letter reviewed from bard 6/02 dated 5/02 stating they evaluated the product and found it to be a mfg defect.